Manufacturer narrative:
The reagent lot number is 77229101 with an expiration date of 30-apr-2025. The calibration and qc were acceptable. The alarm trace showed several alarms on the day the measurement was performed. The field service representative found a hole in the rinse tube, which is the most likely root cause for this issue. He replaced the tube. A reagent issue was excluded. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 0.22 g/l. This result was not reported outside the laboratory. The repeated result was 0.89 g/l. This result was reported outside the laboratory and was considered to be correct.